Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. No live image was displayed. Thus, there was no accidental radiation occurrence. The interconnect cable was replaced. The power supply connectors were re-seated and adjusted. The fuses on the power signal interface board were re-seated. The system is operating as intended.

Event description:
The customer reported that the 9900 system continued the audible x-ray indicator sound after the release of the foot pedal. No patient injury was reported.